Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Section h6: device code: 3191: unknown reason. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgical procedure, the ar40e model intraocular lens (iol) was fully inserted and subsequently explanted during the same procedure for reasons that were not documented. A replacement ar40e 15.5 iol was then implanted in the patient¿s ocular dexter (right eye). No incision enlargement, sutures, or vitrectomy were required during the procedure. The patient¿s post-operative prognosis was reported as good. The explanted iol is not available for investigation, as it was discarded. No additional information was provided.